Manufacturer narrative:
On 24 february 2016 it was prepared a final report with the information already submitted in the initial report. On 02 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2015, the (B)(6) performed a visual inspection which showed it was not possible to disassemble the instrument with the related screwdriver, the instrument was disassembled by means an hex key and blocking the cup with a vise. The contact surfaces between terminal and cup do not have friction signs or an excess of wear. The terminal might have been screwed into the cup with an excessive strength batch review performed on (B)(6) 2015: lot 1411056: (B)(4) instruments manufactured and released on september 04, 2014 no anomalies found related to the problem. Versafitcup cc trio acetabular shell ø 50 code (B)(4) lot. 151395 ((B)(4)): (B)(4) items manufactured and released on august 03, 2015. Expiration date: 07-15-2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The terminal cup impactor got stuck into the cup.